Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device in question. The device evaluation could not produce the reported "device shuts off after the load set screen." Further investigation found evidence of "improper shutdown" messages in the device event history log (ehl), caused by the device being unplugged when displaying a "battery alert" message. The reported symptom was most likely caused by the customer battery/wireless module. The device was returned to the customer.

Event description:
It was reported that a device "shuts off after the load set screen." It was also reported that there was no patient involvement.